Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument appeared to have a broken cable or wire. The user continued the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the chief nurse. No known instrument issue i.e arcing, unintended energy discharge was observed during the last usage.